Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 400-500mg/dl. Reportedly, the customer believed the elevated bg levels were caused by the infusion set; no additional information was provided regarding the customer's allegation towards the infusion sets being the cause of the elevated bg levels and no issues with the infusion sets were observed during the high bg levels. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.